Event description:
A malfunction alarm labeled malf 12 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.